Event description:
During implant, the patient experienced arterial bleeding by the mylohyoid during neck dissection. Surgeon used focused cautery. Prior to closing, the surgeon observed bleeding at the same spot. Physician used two metal clamps in the proximity of the mylohyoid. The remainder of the implant was completed without issue.